Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the shaver handpiece was returned and an eval completed. An investigation of the shaver found no fault. During testing, the device functioned within spec.

Event description:
The customer reported that during use in a shoulder arthroscopy procedure the console displayed a torque limited error message and the shaver handpiece would not operate. The faclility's attempts to get the equipment to operate with other devices was unsuccessful. As a result, the surgeon was unable to complete the surgery. At this time, the pt is reported to be doing fine and it is unk if the pt will require an additional surgery.